Event description:
Refrence number (B)(4). Event occured in bahrain. It was reported that the patient experienced high blood glucose level on (B)(6) 2026 due to a bent cannula. The patient was treated with correction bolus via insulin pump and the elevated blood glucose level lasted for more than four hours. The infusion set had been inserted in the thigh and had been in use for one day. No further information is available.